Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis confirmed the scope passed final qa/qc testing. The reported touchscreen and screen appearance issues occurred after the procedure and were linked to known software behaviors, with no impact on the case or injury. Video review showed no malfunctions or use errors, and the procedure was performed under normal conditions. The physician did not attribute the pneumothorax to the galaxy system, determining it was related to the patient's pre-existing conditions and high procedural risk, consistent with the known inherent risks of bronchoscopy. This complaint is reported due to the following conclusions: a pneumothorax occurred during a galaxy-assisted biopsy procedure. A chest tube was inserted, and the patient was admitted overnight. The physician did not attribute the injury to the galaxy system, determining it was related to the patient's pre-existing conditions and high procedural risk. Two malfunctions were reported, and no use errors were identified.

Event description:
The event occurred during a galaxy-assisted biopsy procedure, in which a pneumothorax was identified in the left lung, the same lung where the procedure was performed. A chest tube was inserted, and the patient was discharged the following day with no further complications reported. Reported malfunctions included unresponsive touchscreen and unexpected screen appearance.